Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: we have had two tubing sets separate at the blue slide clamp. This cause the IV fluid to run on the floor. Ref #((B)(4) lot # 20063288 it was reported to have happened on (B)(6) 2020. No time listed no harm to the patient, only saline was running at the time. No other patient information is available.

Manufacturer narrative:
It was reported tubing separated at the blue slide clamp with leakage. Received from the customer was one used set model 2426-0500 lot 20063288 (with its packaging pouch). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing p/n tc10013433 was separated from the lower fitment p/n tc10006063 outlet port (cavity 12i). Fluid was observed leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. A dimensional analysis was performed on the separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing could not be performed due to the separation and obvious leaking that would occur due to the separation. Equipment used (measurement and testing performed on (B)(6) 2020) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 device history record for model 2426-0500 lot 20063288 shows that the set was manufactured on 11 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report that the tubing separated at the blue clamp and leaked was confirmed upon visual inspection. The root cause of the separation was identified as a manufacturing issue for no solvent being applied at the engagement of the tubing due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063288, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: we have had two tubing sets separate at the blue slide clamp. This cause the IV fluid to run on the floor. Ref # (B)(4). Lot # 20063288. It was reported to have happened on (B)(6) 2020. No time listed no harm to the patient, only saline was running at the time. No other patient information is available.